Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant, the device failed to sense. The egm marker also did not appear on the programmer screen. Several attempts were made to get the sensing but were unsuccessful. After turning the programmer off and turning it back on, interrogation of the device showed the egm marker and successful sensing. The patient's condition was stable.